Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va0z09vv01 implanted: (B)(6) 2016. Product type lead. Analysis of the implantable neurostimulator (ins) (serial #(B)(4) ) found that the ins passed functional testing and the functionality was okay. Good stable output was observed on all electrode pairs the ins had when it was received. Analysis of the lead (lot #va0z09vv01) found that the lead body was cut through and segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Analysis observed the distal end of the lead was stretched. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. H6: fdccodes: 71, fdmcodes: 10, 23, 26, 38, 37, fdrcodes: 825, 213 pertain to product ID 3058 serial# njy315021h product type implantable electrical stimulator fdccodes: 71, fdmcodes: 10, 23, 26, 38, 37, fdrcodes: 452, 213 pertain to product ID 3889-28 lot# va0z09vv01 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0z09vv01, implanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional (hcp) regarding a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The hcp reported that the device was placed in (B)(6) of 2016 and explanted on (B)(6) 2017. The hcp stated that the patient was still experiencing urinary incontinence and recurrent urinary tract infections. The hcp noted that the patient desired to have the device removed. The intended use of the device was unknown and it was noted that there was no patient death. No further complications were reported or were expected.